Event description:
It was reported that a patient underwent a mastectomy procedure in 2009 at which time the device was placed in the patient after the surgery. Four days later, the drain broke at the flute and remained in the patient's body during removal. The suture line was re-opened about 2 cm to remove the remaning drain without anesthesia on the same day. The surgeon opines that a possible cause of this event was that a needle might have touched the drain during the procedure.

Manufacturer narrative:
Date sent to the FDA: 09/24/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. For possible lot #'s when actual lot number is unknown: additional information: the actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot 49537isp mfg date: 05/01/2009, exp date: 06/30/2014, lot 49220isp mfg date: 03/02/2009, exp date: 03/31/2014. In addition, a review of the batch manufacturing records for the possible lot numbers was conducted and the batches met all finished goods release criteria.